Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that while supporting a patient implanted with an impella 5.5 a purge block alarm occurred. The purge cassette was replaced but the issue did not resolve. Replacement of the automated impella controller resolved the issue and there was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue - other has been completed. The device and data logs were received for investigation. The root cause of the ¿purge pressure high¿ and ¿purge system blocked¿ alarms, as well as the inability to complete the cassette change procedure, was due to purge pressure sensor malfunction.